Manufacturer narrative:
As reported, hydro-surg irrigator had fluid leak. The subject device was returned for evaluation. Based on evaluation of the device fluid leaked into the pump housing and presented in the area the battery housing. Fluid leak presented and passed the lip seal barrier. Rtv is identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on our evaluation and the condition of the device the probable cause is determined to be manufacturing related. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Sample evaluated.

Event description:
As reported, during a procedure hydro-surg had irrigation fluid leak. There was no reported patient injury.